Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The first recorded event in the returned pad device is at heartsine technologies. The second is instigated by the user on the installation of the pad-pak and powering the device on. During this event the device issued a device service required message due to the shock button being stuck in the "on" position. The device was disassembled and it was discovered one of the shock buttons had been displaced causing the reported problem. The fault was attributed to a fault in the membrane. It is thought the button on the membrane became displaced after dispatch during transit to the customer. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.